Event description:
It was reported that patient underwent hip procedure on (B)(6) 2011. During the procedure, the surgeon noted that a plastic piece had fractured from the inserter/extactor and fallen into the patient's incision. A large piece of plastic was removed from the incision, and the surgical site was flushed thouroughly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot identification necessary to review manufacturing history was not provided. Product identification supplied by user facility was incorrect. Multiple attempts to contact user facility in an effort to obtain correct product information have been unsuccessful. If any additional or different information is received, biomet will forward follow up report to the FDA.